Manufacturer narrative:
H10: manufacturing review: the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues, therefore a device history record review and a manufacturing review are not required. Investigation summary: the device was returned. The device was visually inspected upon receipt and was found to be in good condition. It was found that the indicator assembly was broken. The device was tested and failed the visual test and passed the functional tests. This investigation has been determined to be unconfirmed for the reported event. Root cause cannot be determined as the problem could not be reproduced. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that the device is firing itself.

Manufacturer narrative:
As the serial number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the device is firing itself.